Manufacturer narrative:
Should additional information become available a supplemental record will be filed.   Hb 9/17/15 returns findings: controller/joystick/options -not able to duplicate issue: tested fully functional. D3 set for asl digital, d3 forward speed set to 15%, d3 turn speed set at 11%.

Event description:
Bill states that the chair will slow down on its own until it stops. The dealer states this is an intermittent issue..

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
(B)(6) states that the chair will slow down on its own until it stops. The dealer states this is an intermittent issue..